Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons are unable to activate the system) has been confirmed. The problem was isolated to a defective rear response button. The flex connector on the rear response button was broken in half. The root cause of the broken flex connector cannot be positively identified. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is unable to turn the system on. The pt stated that the response buttons would not activate the system. The pt was issued a replacement monitor.